Manufacturer narrative:
Additional information provided in d.3., d.4., d.10., e.1., g.1., g.5., h.4., and h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. A review of the device history record traceable to the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. One opened softfit patient interface (pi) was returned and visually inspected. The pi tubing was found to be partially separated from the cone assembly in returned condition. Visual inspection found adhesive on the tubing and the cone assembly. The programmed information on the rfid was read and product lot information was determined. Further evaluation of the programmed information confirmed the pi condition experienced by the customer occurred prior to any cuts indicating that the sample evaluation revealed that the customer¿s reported event is related to damage to the adhesive from the bonded joint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. The relationship, if any, of the device to the reported incident could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An employee reported bad suction occurred during surgery with a patient interface. Lens did come in contact with the patient. No patient harm was reported. The surgery was completed with a new patient interface.